Manufacturer narrative:
(B)(4). Batch # l54a2a. The following information was requested, but unavailable: was the device used in two separate cases on two separate patients? If so, please create an additional pc for the second patient. Please clarify how the ¿staple did not completed stapling.¿ were the staples malformed? Was the staple line incomplete? Were there any patient consequences? Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload no loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, "the contour reload staple did not completed stapling in patient size". Surgery delayed 45 minutes. Patient consequence was not reported.